Manufacturer narrative:
Corrected: one other event for lot referenced. An event regarding infection involving an mrh insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: no other similar events were reported. There has been 01 other event for the sterile lot referenced. A review of both the sterilization data and microbiology data was performed for this sterile lot commonality. It was identified that the sterilization data was within specification and no microbiology excursions were noted for this lot and as such no further review is required. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Postoperative diagnosis: the patient underwent right total knee replacement several years ago (outside of cors scope). Patient underwent distal femoral replacement after a periprosthetic fracture (B)(6) 2018. Patient developed a periprosthetic joint infections and all mobile (bearing) components [tibial rotating component and insert, bumper insert, tibial sleeve, axle, distal femoral bushings]were exchanged (B)(6) 2018.

Manufacturer narrative:
The following devices were also listed in this report: mrh tib rot comp xs-xl; cat# 64812100; lot# 110661a. Mrhk bumper insert 3 degrees; cat# 64812133; lot# lgc198. Mrhk tibial sleeve; cat# 64812140; lot# lhh143. Gmrs small axle; cat# 64952115; lot# ctd22686. Gmrs small femoral bushing; cat# 64952105; lot# lhe834. Gmrs small femoral bushing; cat# 64952105; lot# lhe836. Gmrs dist fem comp sml r 65mm; cat# 64952020; lot# dce2p. Mrh tibial b/plt keel sml 1; cat# 64813110; lot# dxh4e. Triathlonasymconeaugsz b lm/rl; cat# 5549-a-221; lot# djmp. Tri press-fit stem 13mm x 100mm; cat# 5565-s-013; lot# 0060835e. Mrs fem stem w/o body 11x127mm; cat# 64853111; lot# 192495f. Duracon tib wedge rt flt s1 5mm; cat# 6630-6-105; lot# unknown. Gmrs extension price 70mm; cat# 64956070; lot# ccs6t. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Postoperative diagnosis: the patient underwent right total knee replacement several years ago (outside of cors scope). Patient underwent distal femoral replacement after a periprosthetic fracture (B)(6) 2018. Patient developed a periprosthetic joint infections and all mobile (bearing) components [tibial rotating component and insert, bumper insert, tibial sleeve, axle, distal femoral bushings]were exchanged (B)(6) 2018.